Event description:
The customer reported that the system locked up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to reboot the system. The system was then operating as intended.